Manufacturer narrative:
B3-date of event is estimated. A4-patient weight is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the scs ipg was explanted for unknown reason and unknown time. Further information requested and not available